Manufacturer narrative:
Customer called and stated that she received a recalled notice regarding the bed. Customer stated the two top buttons work but the two buttons do not. The foot section is also not working. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer called and stated that she received a recalled notice regarding the bed. Customer stated the two top buttons work but the two buttons do not. The foot section is also not working.